Manufacturer narrative:
An investigation has been initiated. When the investigation is complete, a supplemental report will be submitted.

Event description:
Guidewire broke off during a procedure, still in pt.